Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed, a usb connector was contaminated. The receiver failed to charge and reboot. Functional testing and receiver download could not be performed due to contaminated connector. The receiver case was opened for an internal visual inspection and it passed. The reported event that the receiver ceased to function was confirmed. A root cause was determined to be a contaminated connector.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the reported event that the receiver ceased to function was confirmed. A root cause was determined to be a contaminated connector." Event problem and evaluation codes - additional. Event problem and evaluation codes - correction "114, 180, 25".

Event description:
The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.